Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received dilaudid (9mg/ml, 2.7526 mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The pump caused the patient some pain or "some type of irritation, maybe in her ribs." No diagnostics were performed. The 40ml pump was replaced with a 20ml pump and moved to the right buttocks on (B)(6) 2016. There was no known trauma or event that caused the pain. The pain began or increased approximately a week prior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.